Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert was received via latitude (remote monitoring system) that the related right atrial (ra) lead (non-bsc device), was exhibiting high, out of range impedances greater than 3000 ohms. This device and the related lead currently remain implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicated that atrial loss of capture was recently observed. It was also noted that the last right atrial automatic test appears to show a good threshold of 0.4v, however there is noise on the a channel that is not sensed. Additionally, the patient came back for an in-clinic follow-up and more events of high impedances (still greater than 3000 ohms) were observed over a few days. Isometric testing and pocket maneuvers were performed.; however, the high impedance was unable to be recreated in clinic. The ra lead and this device still remain implanted and in service.

Event description:
It was reported that a red alert was received via latitude (remote monitoring system) that the related right atrial lead (non-bsc device), was exhibiting high, out of range impedances greater than 3000 ohms. This device and the related lead currently remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert was received via latitude (remote monitoring system) that the related right atrial lead (non-bsc device), was exhibiting high, out of range impedances greater than 3000 ohms. This device and the related lead currently remain implanted and in service. No adverse patient effects were reported.